Manufacturer narrative:
Steris is not the manufacturer of a 3m chemical indicator. Steris contacted the initial reporter from medwatch report mw5115116 and stated that she would contact the appropriate manufacturer of the product subject of the medwatch report to make them aware of the reported event. The 3m chemical indicator is validated for use in the steris v-pro sterilizers. However, review of steris service records indicates that this facility does not utilize v-pro sterilizers and there are no service records for v-pro sterilizers at this facility. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5115116 that their 3m chemical indicator leaked. No report of injury.